Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00283. The instructions for use (IFU) identifies premature of difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of a hypogastric artery, the coil did not detach with the controller. 2-3 additional attempts were made to detach the coil with the controller; however, the coil did not detach. The coil was removed together with the catheter as a single unit from the destination sheath. Upon inspection of the devices after removal, it was noted that a piece of the coil remained inside the sheath. The detached coil segment was pushed out of the sheath into the hypogastric artery and covered with a gore limb extension endoprosthesis. There was no reported patient injury. The patient was reported to be stable.